Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor alarm. Customer's blood glucose level was unknown. Customer was trying to rewind the insulin pump. Customer reported that the force sensor did not detect the reservoir during seating. Customer reported that the drive support cap was protruded. Customer was advised to discontinue the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.